Event description:
Event description guidant received information that both of these leads have triggered the pacemakers lead safety switch feature. The lead impedances are greater than 2500 ohms in both leads. There is loss of capture in both leads. The daily measurements indicate a rise in impedances began two months ago. During an invasive procedure, the leads were found to have subclavian crush. The doctor was having difficulty trying to extract the leads. The stylets were difficult to insert down the leads due to the significant crush. ,